Event description:
It was reported that the reservoir had air bubbles. The blood glucose reading was 278 mg/dl. The caller stated that there had been an ongoing issue with air bubbles in the reservoir, which were noted to be smaller than the size of champagne bubbles. The caller discontinued the call before troubleshooting could be completed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.